Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. Patient 1 initial sodium result was 154.1 mmol/l and the repeat result was 138.8 mmol/l. Patient 2 initial sodium result was 135.1 mmol/l and 137.8. The repeat result was 124.4 mmol/l. Patient 3 initial sodium result was 150.6 mmol/l and the repeat result was 138.8 mmol/l. Patient 4 initial sodium result was 140.4 mmol/l and the repeat result was 127.7 mmol/l. Patient 5 initial sodium result was 156.5 mmol/l and 155.2 mmol/l. The repeat result was 141.2 mmol/l. Patient 6 initial sodium result was 153 mmol/l and the repeat result was 139.9 mmol/l. The initial potassium result was 4.25 mmol/l and the repeat result was 1.33 mmol/l. Patient 7 initial sodium result was 141.6 mmol/l and the repeat result was 125.7 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer replaced the dilution cup and no further issues were noted. The investigation is ongoing.